Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted in the stomach to treat a gastric pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange was able to be deployed but moved out of its position when attempting to deploy the second flange. The stent was fully deployed and removed using forceps. Another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent first flange difficult to position and stent positioning issue. Block h10: an axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent deployed and fully expanded. The delivery system was received in position "4". A dimensional inspection was performed and the inner and outer diameter of the outer sheath were measured to be within specification. No other issues were noted to the stent and delivery system. The reported events of stent positioning issue and stent first flange difficult to position could not be confirmed because these failures occurred during the procedure and it is not possible to replicate them in the laboratory analysis. Additionally, improper axios stent placement is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that lesion characteristics and/or how the device was handled, limited the performance of the device, which may have contributed to the reported events. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on february 16, 2022 that a hot axios stent was to be implanted in the stomach to treat a gastric pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2022. During the procedure, the stent first flange was able to be deployed but moved out of its position when attempting to deploy the second flange. The stent was fully deployed and removed using forceps. Another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event.